Event description:
It was reported about one month after implant that the patient presented to their clinic with high pacing thresholds on their right ventricular (rv) lead. Rv lead dislodgement was the reason for the high thresholds. A rv lead revision is planned but has not yet occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.